Event description:
It has been reported to philips that a technician caught their hand in the table while the doctor was manually moving it. The system was in clinical use and the procedure was completed as planned. The report indicates that the technician injured their hand and required medical treatment; however, no further information regarding the injury or treatment has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the incident occurred at the end of the procedure while manually adjusting the table position to facilitate patient transfer to their bed. During the table adjustment, the user¿s left index finger of their non-dominate hand became entrapped in the longitudinal guiderail beneath the tabletop. The injury was limited to the distal phalanx and resulted, in a closed wound with inflammation, subungual hematoma, restricted movement, and pain. Medical evaluation confirmed there was no fracture. The user confirmed there were no long-term consequences from the injury and no time off was required. Additionally, there was no impact to the procedure and no harm to the patient. A philips field service engineer (fse) went onsite to investigate and confirmed that the system was functioning as intended and no malfunction was identified. A review of philips labeling, instructions for use (IFU) - 4523 001 03572, chapter 6.1 safety information, confirmed the following warning is present to the user regarding potential risk of injury due to accessing the longitudinal guiding mechanism: ¿it is possible to access the longitudinal guiding mechanism from underneath the tabletop. Serious injury may result if any part of the body becomes trapped in the mechanism.¿ although the philips system was confirmed to be in accordance to specifications and no system malfunction occurred, philips is addressing finger entrapment complaints through correction z-1092-2025. The codes were updated based on the investigation outcome.